Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported sometimes reusing insulin from old cartridges. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 280 mg/dl.